Event description:
It was reported that the right ventricular (rv) lead was fractured, exhibited high undefined bipolar impedance, high thresholds and loss of capture. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 1882tc52 lead, was implanted (B)(6) 2008, a2dr01 ipg, was implanted (B)(6) 2014, 3387s-40 lead, was implanted on (B)(6) 2018 and 3387s-40 lead, was implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.